Manufacturer narrative:
Unit passed the self-test, displacement test, sleep current measurement, active current measurement. Unit successfully downloaded to thus. No pump error 53 noted during test. However, confirmed in the pump history files pump alarmed pump error 53 six times on (B)(6) 2024 between 20:37:14.000 to 20:50:54.000 due to moisture damage to pcb boards. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 two times between 20:37:55.000 to 20:49:12.000 in the history files. Confirmed the pump alarmed failed batt test fifteen times on (B)(6) 2024 between 20:35:52.000 to 20:50:27.000 in the history files. These alerts occurred due to corroded battery tube. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, cracked keypad overlay, corroded battery tube, corroded motor home switch. No power errors noted and passed all required testing. However, pump error 53 is confirmed due to being found in history files and due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test and pump error 53. The customer reported no adverse event. The event involved product(s) mmt-1782k.troubleshooting was performed and customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.